Event description:
It was reported that the brakes would not engage due to the customer had not yet installed the gill brake plate kit upgrade. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the customer has not yet installed gil brake plate kit.